Event description:
During routines procedure to remove thrombus of vectra graft placed in the upper arm, a balloon thrombectomy catheter was used followed by an adherent clot catheter to remove additional thrombotic material. The physician observed during angiography post revision, that a false aneurysm or filling defect was present. He also noted delamination of the graft wall upon surgical exposure of that region. The affected portion of the graft was removed and replaced by an interpositional graft. Patient is doing fine.